Manufacturer narrative:
Concomitant medical products: t510c29 tissue valve; implant date: (B)(6) 2021.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. The right atrial (ra) lead exhibited low impedance and possible oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.